Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: pentaray nav eco catheter, model # d-1282-11-s, lot # 17634737l; st. Jude medical inquiry optima 1120 catheter, model and lot numbers unknown; unspecified echocardiogram catheter. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered an air embolism requiring aspiration via angiography catheter. Soundmap, transseptal puncture, pentaray voltage map, and left pulmonary vein ablation were completed. Pentaray catheter was replaced with an optima catheter to monitor pulmonary vein potentials. Patient then became hypotensive with a systolic blood pressure (sbp) of approximately 70mmhg. St elevation was observed on body surface leads. Hypotension worsened with a sbp of approximately 40mmhg. After emerging from sedation, the patient was alert and reported dyspnea, but no chest discomfort. Physician suspected a coronary artery air embolism, which was confirmed via coronary angiography. Smarttouch and optima catheters were withdrawn back into the inferior vena cava (ivc). Aspiration via the coronary angiography catheter was conducted and medication (unspecified) was administered. Blood pressure and st segment recovered. Since the echocardiogram revealed multiple bubbles in the left ventricle, the physician placed the patient in a head-down position in an attempt to prevent the bubbles from traveling to the cerebral vasculature. Aspiration of the bubbles with the coronary angiography catheter was performed repeatedly. Once all air bubbles were removed from the left ventricle, the procedure was complete. There is no information regarding extended hospitalization. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related.